Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp of a facility. It was reported that patient's records did not indicate that the device will be returned to the manufacturer for any analysis. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that beginning about two weeks prior to the report, they were having left hip problems. The patient¿s healthcare professional (hcp) was wondering if it was sciatic nerve problems or from the implantable neurostimulator (ins). It was noted that the ins was implanted on the left buttock. Additional information was received from a consumer regarding the patient on (B)(6) 2017. It was reported that the patient needed an MRI as a diagnostic for the patient¿s left hip problems and sciatic nerve problems. It was noted ¿closing of the bottom of spine, sciatic nerve¿ and some problems with disc. The patient was having the device removed (B)(6) 2017 to have an MRI. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient repeating the previously reported issues and stated that the hcp she contacted stated they cannot see her until she provides them with her mdt ID card and the information contained on ID card. However, the patient stated that she does not have an ID card so she was transferred to registration services so that she could obtain one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that their implantable neurostimulator (ins) would not take a charge. The patient was seeing the poor communication screen on their programmer and a reposition antenna screen on their recharger. The patient had last recharged their ins about a year prior to the report. The patient stopped charging because it was taking longer and longer to charge the ins. The patient had always been able to get 8 coupling bars showing. There were no patient symptoms reported. The patient was indicated for chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a patient on (B)(6) 2017. The patient stated that they lost the charge in their ins and it has not worked for years (beginning in 2012). The patient stated that they were originally misdiagnosed with back pain so they had their ins implanted, but it turned out that they actually had a pre-existing pancreatic problem so a whipple surgery was performed which resolved their issue so they no longer had use for the ins and stopped using it/charging it. The patient would follow up with their healthcare professional (hcp) as they want to have their ins removed since they do not need it anymore. There were no patient symptoms reported and no further complications were reported/are anticipated.